Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis and confirmed that the device delivered low vte (exhaled tidal volume) during the reported event. The device was then evaluated by ventec but the reported issue of low vte could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient was promptly placed on a different ventilator for support.